Event description:
The customer reported to a baxter representative a condition of one pca extension set that was alleged to have caused an occlusion. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). - the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed; therefore, no root cause could be identified. A batch review could not be conducted, as the provided lot number was incorrect. Should any additional relevant information be made available, a follow-up MDR will be submitted.